Manufacturer narrative:
The device was manufactured april 9, 2016 - april 11, 2016. The device was received for evaluation out of its original package. Visual inspection revealed that the fill port cap had separated from the fill port. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿protective cap¿ of a large volume infusor was not attached properly to the device. The reporter stated that the cap was not tight. This was noted before use. There was no patient involvement. No additional information is available.